Event description:
It was reported that insulin was leaking from the ilet cartridge and connector during tubing fill for a supply change with a glucose value of 65 mg/dl, consistent with a device leak involving the reservoir component, and the user replaced all supplies after which no additional leakage was observed. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed leakage at or related to the reservoir seal consistent with a leak or splash device problem. Symptoms included hypoglycemia without reported clinical manifestations, which the user treated with oral carbohydrates. Outcomes included no health consequences or impact, and glucose returned to 122 mg/dl by the end of the call. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.